Manufacturer narrative:
This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. Product event summary: the device was returned and analyzed. No anomalies were found. Analysis of the device memory indicated the battery impedance trend was rising.

Event description:
The device was returned to the manufacturer for analysis after being explanted. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.